Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had high capture threshold measurements. The physician attempted several times but was unsuccessful. The lv lead was then removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.